Event description:
It was reported that this brady lead was not successfully implanted due to dislodgment when slitting the sheath. When attempting to reposition, the helix stuck and was straightened entirely that resulting dislodgment in the heart. The helix remains implanted and a new lead with the same model was implanted. No adverse patient effects were reported.